Manufacturer narrative:
H10: park mi-hyunyshin, byeong- seok (2009). Comparison between integral and detachable hemodialysis catheters: hemoglide vs. Hemosplit. Korean journal of radiology, 61:95-100. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "korean journal of radiology" titled, "comparison between integral and detachable hemodialysis catheters: hemoglide vs. Hemosplit", catheter malfunction in 13 cases, catheter laceration in 4 cases, catheter replacement due to obstruction in 9 cases, infection in 3 cases, upper extremity edema in 2 cases, swelling in 5 cases, 1 case of air embolism, 2 cases of there was venous hemorrhage, dysfunction due to obstruction of the catheter in 6 cases, 2 cases a large amount of fibrin envelop was observed. However, current status of the patients was unknown.